Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and syncope. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.